Event description:
Pt to cath lab for tunnel line insertion. Access to right jugular vein via ultrasound access. Glidewire inserted through needle access. When the glidewire was pulled back with the needle still in, the glidecoating was sheared off and remained in the pt. Pt was stable with no complaints of pain or swelling in the neck. Procedure was then aborted from jugular access and completed through subclavian vein.